Manufacturer narrative:
Com-(B)(4).

Event description:
It was reported that loss of connection occurred on for transmitter with serial number (B)(4). However, transmitter with serial number 8qe7pq was returned for evaluation. An external visual inspection was performed and passed. Voltage check was performed and passed. Pairing with nordic bluetooth device was performed and failed. No data was provided for evaluation.  The allegation was confirmed. The probable cause was a defective transmitter. The reported event of loss of connection is reportable based on the transmitter failed testing. No injury or medical intervention was reported.